Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn (B)(4) with panel reconnection (tn (B)(4).

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defect ip processor board which was replaced. There was no patient or user harm. In this case hamilton use the information obtained from the logfile analysis and also refers to the investigation results of a similar case in order to establish the imdrf codes and the conclusion. A similar case is a case in which the failure effect, the root cause and the correction are identical. These three criteria were met. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defect ip processor board which was replaced. There was no patient or user harm. In this case hamilton use the information obtained from the logfile analysis and also refers to the investigation results of a similar case in order to establish the imdrf codes and the conclusion. A similar case is a case in which the failure effect, the root cause and the correction are identical. These three criteria were met.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).